Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/11/2016 that the patient experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the abdomen on (B)(6) 2015. Skin reaction was described as blisters on the skin with yellow pus discharge containing specks of blood. Reaction was located at the sensor insertion site. On (B)(6) 2015, the patient was diagnosed with an (B)(6) infection and was prescribed heavy antibiotic sulfamethoxazole/trimethoprim for two months. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.